Event description:
The filter on an erbotux infusion (chemotherapy) clogged 10 minutes prior to infusion finishing. The filter was taken off and a new one placed for the remainder of this infusion. The infusion was two hours long and the filter was placed in an appropriate bag and returned to pharmacy. Another report was filed without a patient name stating "in the past three to four weeks we have had at least two filters placed on lv lines by pharmacy clog up in the last 15 minutes of the infusion. It did not matter how long the infusion was supposed to last. The infusions were: orincia, a 1 hour infusion; remicade; a 2.5 hour infusion; and fabrazyme, a 3 hour infusion. A carefusion clinical consultant visited the pharmacy to discuss the issue with the 0.2 micron filters not working adequately. The consultant also tried to flush the filter set with a saline syringe and had difficulty doing so. The tubing was sent to the manufacturer for further investigation. They are looking into a new product to replace these filters.device #1is this a laboratory device or laboratory test?no.